Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: while preparing for surgery, air leaked and the balloon could not be inflated. A new instrument was used to complete the procedure. No patient injury was reported. This device was not used on the patient.

Manufacturer narrative:
(B)(4)